Manufacturer narrative:
A review of the mfg records was conducted. The review of the mfg records verified that the lot was processed normally and all pre-release specifications were met.

Event description:
The pt presented with stenosis of the axillary (subclavian) vein. The stenotic lesion was pre-dilated with a 12 mm balloon; the vessel recoiled. A 10x10 viabahn device was inserted through an 11 fr introducer sheath and advanced through the brachio-basilic fistula in the arm and positioned at the target site. The deployment line was pulled and approximately 10% of the device deployed (expanded) when the deployment process halted and the line was stuck. The physician was unable to pull the device back into the sheath. During this maneuver, the proximal end of the endoprosthesis started to 'flower'. He removed the device with the sheath. There was no adverse outcome for the pt.